Event description:
Heart damage. Tingling in all my limbs. Swelling ankles. Hands and feet. Numbness of the body. High blood since (B)(6) 2009. Pain all over my body. Dose or amount: poligrip. Frequency: twice daily. Route: oral. Dates of use: 2008 - 2010 (B)(6). Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.